Event description:
Medtronic received a report that a pipeline encountered resistance during recapture. The patient was undergoing flow diversion with adjunctive coiling for treatment of an amorphous, unruptured aneurysm with a max diameter of 5.5 mm and a 3 mm neck diameter. Landing zone: distal: 1.9 mm and proximal: 2.4 mm. It was noted the patient's vessel tortuosity was moderate. The accessed vessel was the internal carotid artery with a diameter of 3.6mm. Dual antiplatelet treatment was administered. The angiographic result post procedure showed a good result and the vantage was well placed. It was reported that the jailing technique was used to embolize the a1 lesion following a straightforward deployment of the vantage device, from a1 to a2 segment covering the a1 aneurysm, clinician advanced the phenom 21 back through the device to recapture the delivery system, the clinician stated there was difficulty when trying to recapture the ptfe sleeves. The catheter was distal to the device when attempt made to recapture the sleeves. The clinician stated they needed to put more force than usual to try to capture. The system was drawn back together through the vantage together to extract the system, further coiling of the aneurysm with two coils and the aneurysm was well packed. The pipeline was not used for an indication that is off label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that no contributing factors were identified at the time. Resistance was at the distal end of the phenom 21 during attempt to recapture the ptfe sleeves. The catheter was attached to a continuous flush.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.